Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. (B)(4). Please note event date & event description on the medwatch has been confirmed to match this incident.

Event description:
Laparoscopic drain insertion - "small clip on head of obturator bent in and made it unable to reinsert into cannula/ per interview with surgeon, obturator was being used to separate from cannula to help percutaneously insert drain. He indicated that, while he is aware it was off label and doesn't have a cern about the event, he appreciates applied medical checking both items." Patient status: per surgeon, no negative impact to the patient. Medwatch report: event desc: laparoscopic placement of peritoneal dialysis catheter - "the obturator broke in half while being placed into the trocar. The piece was removed by the surgeon."

Manufacturer narrative:
Additional information was received. This report is to follow up with medwatch# (B)(4). Investigation summary: the event unit was not returned for evaluation. In the absence of the subject unit it is difficult to determine the root cause of the incident. A review of the manufacturing records for the lot numbers provided revealed that the product passed all quality and manufacturing inspections. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. The root cause of the obturator clip bending and obturator shaft breaking is likely due to user error. According to the complainant, the obturator had been inserted percutaneously without the cannula. The obturator is intended only for use in conjunction with the cannula. The instructions for use prompts, "insert the obturator through the seal into the cannula until the tip is exposed." Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance systems for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from an applied medical representative on february 15, 2016: when referring to the clip on the head of the obturator, the customer meant the latch tab that connects the obturator to the cannula seal. There were no mating issues between the obturator and the cannula prior to using them separately. It is possible that the customer bent the tab while using the obturator to help percutaneously insert the drain. The obturator with the bent clip was not the same unit that broke in half. They were two separate units. For the obturator that broke in half, there were no mating issues between the obturator and the cannula. There was no resistance when inserting the obturator into the cannula. The obturator that broke in half was used separately from the cannula prior to being placed inside the cannula. No additional obturators were used during this procedure. There are no pictures available of the damaged unit(s).